Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that oxygen hose did not hook to the filler neck. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that oxygen hose did not hook to the filler neck. An o2 hose replacement was sent to the customer. This investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. It was reported that oxygen hose did not hook to the filler neck. The customer declined service and repair. No further service provided. The customer declined service and repair. No further service provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.